Event description:
The customer reported that the system displayed a boot error message. The ipc did not start. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep replaced the ipc. The system operates as intended.